Event description:
It was reported that during a procedure the fiber was broken and stalled the procedure. The malfunction caused a loss of time and inability to break the stones correctly. The fiber was exchanged four times in total, and the fourth fiber was used to complete the procedure. No patient complications were reported. This event is for the second fiber.

Event description:
It was reported that during a procedure the fiber was broken and stalled the procedure. The malfunction caused a loss of time and inability to break the stones correctly. The fiber was exchanged four times in total, and the fourth fiber was used to complete the procedure. No patient complications were reported. This event is for the second fiber.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the fiber showed normal degradation of the fiber tip with no signs of breaks to the fiber body. The fiber connector did exhibit burn marks on the face which is likely related to the initial usage and connection to the console. The aiming beam was also observed to be dim when connected to the console system. Based on the information available, the analysis could not confirm the reported allegations and a conclusion of no problem detected was chosen. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the fiber showed normal degradation of the fiber tip with no signs of breaks to the fiber body. The fiber connector did exhibit burn marks on the face which is likely related to the initial usage and connection to the console. The aiming beam was also observed to be dim when connected to the console system. Based on the information available, the analysis could not confirm the reported allegations and a conclusion of no problem detected was chosen. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure to treat kidney stones, the fiber was broken and stalled, causing an inability to break the stones correctly. Two more fibers were opened and also broke. A fourth fiber was used to complete the procedure. There were no patient complications reported. This event is for the second fiber.